Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice functional and electrical testing. The reported issues were confirmed by review of the therapy logs, but not duplicated during evaluation. Performed troubleshooting and no problems were encountered. Performed internal inspection: no problems found. The assignable cause for the reported issues was undetermined. Device functioned normally during the evaluation. Follow up with the nurse confirmed that there was no adverse event reported. The nurse also confirmed that this was only one event. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Global technical services (gts) contacted a patient, at the request of their dialysis nurse, regarding assistance with inconsistent ultrafiltration (uf) numbers while using the homechoice (hc) during therapy. Gts explained the last manual drain feature with a uf target and explained that the uf amount can vary throughout therapy, explaining uf may fluctuate and be negative one cycle and positive on another. The patient then hung up. Gts called the patient's dialysis nurse back and left a voicemail. No injury or medical intervention was reported.